Manufacturer narrative:
Investigation in process.

Event description:
Event detail: it was reported that the patient experienced several dislocations. The acetabular cup was removed and revised with a modular shell, large liner and head.